Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The tubing was observed to be separated from the male luer. A batch review could not be performed as the lot number is unknown. An assignable root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance that the tubing at the distal end of the clearlink duo-vent continu-flo set separated from the distal 2 piece luer lock connector as if there was not enough adhesive. The separation caused a leak of an unknown medication. It is unknown how long the set was in use when the condition occurred. The condition occurred during patient use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.